Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed a lfit metal head and liner and replaced with a new liner and a ceramic head and sleeve. Update 04/05/2018: as reported in "how was issue noticed": "patient complained of pain. Note that he had elevated ions chromium 3.4 cobalt 4.7".